Event description:
It was reported during a device replacement, it was not possible to tighten the set screw with the torque wrench and high impedance was observed on the atrial lead due to poor fixation. The device was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
The field report of atrial setscrew cannot be tightened could not be confirmed. Atrial setscrew was able to be tightened and interrogation with load revealed no anomalies. Analysis found the problem was caused by incorrect wrench insertion into the ra inset by the user, no defect was found that could contribute to the complaint of inability to tighten.